Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that their daughter experienced high blood glucose level over 600 mg/dl. Customer had blood glucose level of 359 mg/dl. Customer stated that meter was not working. The insulin pump will not be returned for analysis.